Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-35 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported the lead was cut and capped. Additional information was obtained and indicated the lead had noted changes/variances that were unstable in addition to a drastic increase in lead impedance. A new transvenous system was implanted. No patient complications have been reported as a result of this event.